Manufacturer narrative:
Other, other text: evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The screen was scratched. The investigator was unable to download the event history log (ehl). The device was powered up and alarmed with the following errors: ec1210/1260 (corruption of the memory circuit board). The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned circuit board was replaced in order to fix the product problem.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information received indicating that the pump gave error codes lec 1260/ lec 1261 and lec 1210. The product problem was observed during testing. There was no patient involvement.